Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump. However, the same malfunction code recurred. The customer reverted to an alternate method of insulin therapy.